Event description:
The following article was received based on a literature review: article: surgical outcomes of baerveldt glaucoma implant versus ahmed glaucoma valve in neovascular glaucoma: a retrospective multicenter study. A multicenter retrospective study was done to compare the surgical outcomes of baerveldt glaucoma implant (bgi) surgery with those of ahmed glaucoma valve (agv) surgery in patients with neovascular glaucoma. A total of 369 patients (n=369 eyes) who had undergone bgi surgery, were implanted with bgi (bg101-350 or bg102-350; johnson & johnson vision,ca, USA) (bgi group; n=223 eyes) and agv surgery, were implanted with agv (fp7; new world medical,ca, USA) (agv group; n=146 eyes). Early-onset postoperative complications (onset = 3 months) were: hyphema (n=28), shallow or flat anterior chamber (n=6), choroidal detachment (n=18), vitreous hemorrhage (n=33), hypotony maculopathy (n=4), tube obstruction (n=7), wound dehiscence (n=2), removal of the tube shunt (n=1). Late-onset postoperative complications (onset > 3 months) were: hyphema (n=7), vitreous hemorrhage (n=16), hypotony maculopathy (n=3), endophthalmitis/blebitis (n=4), retinal detachment (n=1), tube obstruction (n=1), tube erosion (n=14), removal of the tube shunt (n=7), suprachoroidal hemorrhage (n=1). At the final follow-up, visual acuity was 1.6 ± 1.2 (logmar) in the bgi group. The visual acuity deteriorated (n=124 eyes), in which visual acuity decreased to no light perception (nlp) (n=27 eyes). Interventions performed in the bgi group included: removal of the rip cord (n=6), laser suture lysis (n=1), needling (n=1), intravitreal injection of anti-vascular endothelial growth factor therapy (anti-vegf), (n=20), sub-tenon¿s triamcinolone acetonide (n=3), anterior chamber washing (n=1), additional suture (n=5), pars plana vitrectomy (n=15), phacoemulsification (n=3), anterior chamber reformation (n=5), tube lumen releasing (n=7), tube revision with patch graft (n=3). A copy of this article is attached.

Manufacturer narrative:
Section a2: mean age: 61.6 ± 12.9 . Section a3: female: 67 (30.0%); male 156 (70.0%). Sections a4, a5: information unknown/not provided. Section b3 - date of event: article acceptance date: jan 27, 2025 section d4 - model #: unknown, as product serial number was not provided. Section d4 - catalog #: unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d-6a: date implanted: unknown/ not provided. Section d-6b: date explanted: unknown/not provided. Section h3: the device was not returned for evaluation. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Section h6 - device code(s): 3191 no code available, event is unspecified with patient involvement. Section h6 - health effect - impact code: 4625 for secondary surgical intervention, sutures, and unplanned vitrectomy. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.